Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had issues of button error and insulin squirted out the end of the tubing after priming tubing. Customer¿s blood glucose was unknown. Troubleshooting was declined. Customer was advised to the insulin pump would need to be replaced and revert to back up plan. The insulin pump will not be returned for analysis.